Manufacturer narrative:
Device evaluation: the 2008k2 hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res) due to the reported ultrafiltration (uf) issue. The res performed the uf problem identification checklist and all tests passed. Following evaluation, machine functional checks were performed, and all tests found the unit to be functioning within specification. A records review was performed on the reported device serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework during the manufacturing process which could be related to the reported event. Additionally, a review of the device history record (DHR) confirmed the results of the in-progress and final quality control (qc) testing met all the requirements. The investigation into the cause of the reported problem was not able to be confirmed. The evaluation of the device could not identify and failures.

Event description:
A user facility reported a fresenius 2008k2 hemodialysis (hd) machine that did not take off enough fluid from the patient during treatment. No adverse events, harm, or injury was reported. A fresenius regional equipment specialist (res) performed an on-site evaluation of the machine. The res performed the ultrafiltration (uf) problem identification checklist and all tests passed. Following evaluation, the res performed functional checks and confirmed that the machine was operating properly. Additional information was requested, however, no other information regarding the reported uf issue was provided by the facility.